Event description:
It was reported that a patient underwent an intraperitoneal onlay mesh procedure and straps were used to fixate the mesh. Six months after the procedure, a recurrence occurred. One side of the mesh was hanging loose in the abdomen. The patient underwent reoperation in september and another like was used and secured with the same like device. The patient is fine to date. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.